Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded several ventricullar fibrillation events, in which therapy was not provided when expected. The physician decided to perform induction testing, which showed the ventricular fibrillation (vf) was undersensed, leading the device to deviate the shocks. The sensitivity detection was increased and the duration was reduced. Three induction testings exhibited deviated shocks, and the last one exhibited an effective shock. Technical services (ts) reviewed the event and discussed there were two missed beats that slightly delayed the 8 out of 10 criteria to be met. The device started to charge and diverted it because of some slow beats. The device redetected the arrhythmia, continued the charge and finally delivered therapy, which converted the arrhythmia. Further programming changes were discussed and recommendations were provided. The ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded several ventricular fibrillation events, in which therapy was not provided when expected. The physician decided to perform induction testing, which showed the ventricular fibrillation (vf) was undersensed, leading the device to deviate the shocks. The sensitivity detection was increased and the duration was reduced. Three induction testings exhibited deviated shocks, and the last one exhibited an effective shock. The ICD remains in service. No additional adverse patient effects were reported.